Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 100 mg/dl. No additional details were reported for this event.

Manufacturer narrative:
On february 16th, 2023, tandem diabetes care was informed of an update regarding the customer's pump issue: the customer's pump shutdown due to low battery as a result of the customer failing to charge the pump battery. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.